Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) revealed the following: the ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 32. The last recorded recharge session done while the device was implanted was on (B)(6) 2012. The device was recharged for 2 hours and 10 minutes. The battery charged from 3.795v to 4.010v. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2012. Final analysis of one of the leads revealed the following: no significant anomaly found. Final analysis of the anchors revealed the following: no significant anomaly found.

Event description:
Additional information received reported that there was a loss of therapeutic effect and the patient stopped charging their device. It was stated that this was not normal batter depletion. It was stated that the patient's status after the device was removed was "recovered without sequela."

Manufacturer narrative:
Product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), product type accessory; product ID 3550-39, product type accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced a loss of therapeutic effect at least 3 months ago and she quit charging her implantable neurostimulator (ins). It was reported the stimulation was correctly placed but no longer gave the patient any benefit and she quit charging the unit. The patient's physician reported the patient had increased pain from her visits to him. The physician opted to explant the patient's device for an MRI and the patient agreed. The patient's entire device system was successfully explanted and she was held overnight for observation. The patient's status at the time of this report was no injury or adverse event.